Manufacturer narrative:
See attached failure investigation systems report numbers 1264334. Note that with cessation of all manufacturing activities in december 2000, gambro renal products is no longer a medical device manufacturer.

Event description:
The customer reported that a pt dialyzed in 2006 during the second shift of the day on this machine. The patient voiced no complaints prior to treatment. The pt's vital signs were: standing blood pressure 168/88 mmhg; sitting blood pressure 153/97 mmhg; pulse 72 per minute, temperature 36.1 degrees celsius and respirations 20 per minute. The pt's access was left avf. The pt's dry weight is estimated to be 70 kg and the pre weight for this treatment was 71.9 kg. The pt had a 1.7 kg weight gain, since the prior treatment. The treatment record indicates that the machine was to be programmed to remove 2.5 kg. The pt's medical history was not provided by the clinic.